Event description:
The event occurred on an unspecified date and involved a 43 cm (17") amber transfer set w/chemoclave® additive port, rotating luer, filter cap, 10 units where it was reported there was leakage of the bag at the same level when stored flat, before dispensing to the services. In addition, when the separation does not occur, there is a leak between the trocar and the tubing. Actions taken: quarantine of the incriminated lot; emergency troubleshooting at the neighboring cancer center of a different reference; call from the laboratory for urgent order of different reference; use of 3 chemoprotect kits; major cleaning of contaminated areas. The status of the product at the time of the event is before dispensing to the services. It is unknown if the product is available for evaluation. There was unknown patient involvement and unknown adverse event/human harm. The customer also stated the following: "massive leak of chemotherapy infusion on patients and in the care department (gallows, floor and chairs)".

Manufacturer narrative:
The device is not available for evaluation. A lot number was provided, a lot history device review is pending.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample (or a photo/video), a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.